Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset. The malfunction code did not recur, and the customer was advised that they could continue using the pump, with instructions to call back if the issue recurred.